Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2024-02561.

Manufacturer narrative:
This report is submitted on july 22, 2024.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to poor performance. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.